Event description:
Underwent initial lasik eye surgery on (B)(6) 2008, and surgery resulted in a "central island" leaving my vision in my left eye smeary, hazy and with eye strain headaches. I was given a lasik enhancement in (B)(6) 2009, to see if it would correct the cornea but it was unsuccessful and am still left with permanent impaired vision in my left eye. Laser used was nidek excimer at (B)(6). (B)(6). They sent me away eventually with incorrect contacts and I am left with this problem still.